Event description:
As reported through the (B)(6) clinical study, approximately 28 months post transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient expired from after sustaining a massive infection (endocarditis) in the bloodstream that went to this heart valve.

Manufacturer narrative:
Additional information provided the clinical trial indicated that the patient's cause of death was end stage dementia and endocarditis. Per the instructions for use, endocarditis is a known potential adverse event associated with the tavr procedure. Enterococci are part of the normal intestinal flora of humans, but are also important pathogens responsible for serious infections. According to the literature, e. Faecalis is the third-most-common cause of bacterial endocarditis overall. In this case, it appears that patient factors along with other significant co-morbidities caused or contributed to the events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. A device history review (DHR) for the valve was performed and the device was found to pass necessary sterilization inspections and met manufacturer specifications prior to release for distribution. In addition, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Investigation is still ongoing.